Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-26564. The patient has a scs system which includes two leads and two anchors from the same lot. It was reported, the patient is experiencing pain in his lower back. The pain recently began and is localized to the lead and anchor site. Surgical intervention may be pending to address this issue.